Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite extension set slide clamp experienced packaging issue. The following information was provided by the initial reporter: mislabel-customer states the following: "there is no item number on this product, it has the item number we should have received on the box.